Event description:
It was reported by the patient that she has been disabled for five years. She had two easyclips implanted. Patient couldn't be weight bearing because she was in a lot pain. During a follow up appointment, her surgeon took x-rays and found the two clips to be broken. Patient had a revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.